Manufacturer narrative:
According to the cool sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received cool sculpting treatment and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6)2021 and (B)(6)2021 to the lower and upper abdomen using the cooladvantage, coorcore applicator and may have developed paradoxical adipose hyperplasia (pah/ph) post treatment.

Manufacturer narrative:
Additional data: a2, a3, a4, a6, b5, d4, h6